Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump pushed out all the insulin even when the customer did not press the activate button. The motor did not slow down and no number on display. The blood glucose reading was 370mg/dl and the father gave her a correction. Advised the customer to use a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.